Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the patients lead had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075526/5165689.